Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. The analyst noted that the rv defibrillation impedance was steady at 40 ohms through (B)(6) 2014 and then rose out of range greater than 150 ohms starting the week of (B)(6) 2014.

Event description:
It was reported that the right ventricular (rv) lead experienced high impedance resulting from a confirmed fracture. The rv lead was capped and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.